Event description:
It was reported, that the patient presented in-clinic for a routine check-up. Upon interrogation, it was observed, that the right-atrial (ra) lead exhibited high capture threshold. As a resolution, the ra lead was capped and replaced on (B)(6) 2024. Patient condition was stable.